Event description:
It was reported that a threaded guide wire broke during surgery. The surgeon was performing a subchondroplasty procedure and while drilling over the k-wire for a cannulated screw, the tip of the k-wire broke off. The surgeon was unable to retrieve the piece of the k-wire so it remains in the patient. There was a five minute delay in surgery. The surgery was successfully completed. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4). Device was broken while being inserted on (B)(6) 2014. Device was not explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.